Event description:
It was reported that the patient experienced a gradual loss of stimulation and therapeutic effect. A lead revision was planned on 2015 (B)(6). Diagnostics testing included x-rays. The patient lost stimulation in their lower back gradually after implant. The patient was reprogrammed with good results twice during (B)(6). The doctor had obtained a x-ray that showed a small lead migration down ½ a vertebral body. The patient denied any falls. The patient¿s status at the time of report was alive with no injury. The patient experienced less than 50 percent therapy relief. Later, it was reported that the lead revision was performed and the patient was doing fine and getting good coverage and relief.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).